Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during laparoscopic sleeve gastrectomy, on the last firing, the device was articulated to maximum, the surgeon struggled to fire until the device had been broken and squeezing the handle was stopped. The surgeon replaced the handle with a new one to fire a new reload. There was no patient injury.